Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, there was debris around the pneumatic tap. The customer cleaned around the pneumatic tap, and changed the pump supplies to address the issue. There was no reported adverse impact to the customer's blood glucose level.